Manufacturer narrative:
The insulin pump was unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify audio/vibrate anomaly due to blank display noted.

Event description:
Information received by medtronic indicated that the insulin pump had audio issue. The customer stated that they performed self test and insulin pump did not vibrated during the vibrate test. No harm requiring medical intervention was reported. The device will be returned for analysis.